Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400s (pc400s). During the procedure, the physician felt resistance and was unable to advance a pc400 more than about 10 cm into a non-penumbra microcatheter, and therefore the pc400 was removed. The procedure was completed using an additional nine pc400s and the same microcatheter. There was no report of an adverse effect to the patient.